Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to the use the pump for insulin therapy.